Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited low impedance. The patient was asymptomatic. The fluoroscopy was reviewed, no issues were noted. No intervention was reported. The patient would be monitored remotely via merlin.net.